Event description:
Malfunction: eyetracker monitor intermittently fails to power on. A user facility reported that the eyetracker monitor intermittently failed to power on. The site chose to perform surgeries without the assistance of the monitor. There is no report of patient/user harm related to this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager (tm) confirmed that the eyetracker monitor will intermittently not turn on. He checked the power adapter and determined that it had failed and replaced the eyetracker monitor to address the issue. He also successfully completed a system verification to specifications. A manufacturing investigation confirmed the error and sent the tft flat screen monitor back to the supplier for repair. Conclusion: based on the results of the investigation, the root cause was determined to the eyetracker monitor. (B) (4). (B) (4). (B) (4).